Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer's internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of intraocular lens decentered after implantation but ended up with zonularlysis. No patient harm was reported. Additional information has been received and stated that the cause of the lens decentering should be manipulation stress causing weak zonule but not sure whether stress from iol or patient factor.

Manufacturer narrative:
Additional information was provided in b.5., and d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the procedure was completed with the same company model lens.

Event description:
The intraocular lens was removed during initial procedure.

Manufacturer narrative:
Correction: on initial MDR the imdrf health impact code of f1905 was missed. It should have been submitted in the initial MDR. Correction information was provided in h.11. Additional information was provided in b.5., h.3., h.6. And h.11., d.9. The lens was returned for evaluation. Solution and blood are dried on the lens. One haptic is bent in the gusset area. The opposite haptic has been pulled out of the haptic insertion area and returned loose in the lens case. The pulled out haptic has a bulbous area which is indicative that a weld was performed during the manufacturing process. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Information was provided that it should be manipulation stress causing weak zonule but not sure whether stress from iol or patient factor. The manufacturer internal reference number is: (B)(4).